Event description:
It was reported that during a percutaneous treatment procedure, a packaging issue occurred. There was no patient involved. Prior to procedure, it was noted that this 8 x 41 x 75 epic vascular stent sterile packaging was not sealed all the way (approximately 5 inches was not sealed). The procedure was continued with another of the same epic vascular stent devices. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).